Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation. Upon receipt, no visual damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac perforation. During the procedure transseptal phase, when moving across with the ablation catheter, the physician believed he was not in the right spot. The physician then pulled the catheter back, and tried to re-advance. However, the catheter did not seem to be moving correctly. A cardiac perforation was then discovered and confirmed by intracardiac echocardiogram. No medical intervention was provided, and the patient was reported to be in stable condition. The patient did require extended hospitalization and has fully recovered. Physician¿s opinion on the cause of the event is that it was procedure related. No biosense webster inc. Product deficiencies were reported. Transseptal puncture was performed with a safesept transseptal wire. Since there was no ablation performed prior to noticing the perforation, there was no evidence of a steam pop.

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac perforation. The investigational analysis completed 12/05/2019. The device was visually inspected, and it was found in good condition. Then, it was tested for magnetic, force, electrical, temperature, deflection, and irrigation functionality. The catheter passed specifications. No issues, no errors, and no anomalies were found. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacture reference no: (B)(4).